Manufacturer narrative:
This report is submitted on 16 april 2020.

Event description:
It was reported that prior to explant the device had extruded, the patient was also treated with oral antibiotics for a duration of 10 days.

Manufacturer narrative:
This report is submitted on 30 january 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2019 due to infection at implant site. The patient was re-implanted with a new device during the same surgery.